Event description:
Dr reported that an abutment broke in function. Pt is reportedly fine. Pt is same pt as prior MDR report# m747514.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the product's lot history could not be completed since the lot number was unavailable from the dr.'s office.